Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device lot history record is forthcoming. A f/u report will be submitted with any relevant info.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the first inflation in a mildly tortuous, moderately calcified distal rca lesion, the balloon ruptured at 10 atmosphere. The lesion had 90% stenosis, concentric, and de novo. There were no reported adverse pt effects. No add'l info was provided.